Event description:
It was reported by repair work order that the bed had no power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the bed had no power due to the power cord not being completely plugged in at the bed end connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined loss of power to the bed was due to the power cord not being plugged in all the way at the bed end connector.